Manufacturer narrative:
This event is recorded by (B)(4). G2: foreign - event occurred in finland. The customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during surgery the unit operated abnormally. When harvesting skin, the adjustment did not work and took skin too thickly. There was a 10-minute procedure delay. An additional graft was required during the procedure. Due diligence is complete as multiple attempts were made; however, no further information is available. As no additional information is available, we are unable to provide further information